Event description:
Plaintiff alleges the MFR failed to adequately warn recipients of potential damages from product. Hcp reported the pt had a trial lead in 2001. Hcp stated the pt did not like the stimulation. No further implants. A follow-up report will be sent when add'l info is received.